Event description:
Pt had surgery in 2003, in which the c-tek plate was used. It was reported that post-operative x-rays showed that the plate was unlocked and the screws were backing out. Two mos later, a second surgery was required to removed the plate and replace it with a new plate. During the surgery, it was noted that the plate was in fact locked.